Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and confirmed the system was in a failed state. Usm4 was found to be in a failed condition, and log review confirmed errors 1162 and 31086 replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. The unit was analyzed and the 1162 error was found indicating fault on the usm ac magnetic cannula sensor fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check cannula test was found to be failing on the cannula ffc. Once testing was completed, the cannula ffc was ab tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted other general surgery surgical procedure, a recoverable fault 1162 occurred on the universal surgical manipulator 4 (usm4). The customer received phone assistance from the technical service engineer (tse). The tse confirmed the 1162 error on the usm4 and guided the customer to perform an emergency power off of the patient side cart (psc) and to reinstall the cannula on the affected usm arm, which did not resolve the issue. Tse then guided the customer to disable the usm4, after which the system successfully completed power-on self-test as a three-arm system configuration, and explained that the da vinci system would function as a three-arm system configuration without deployment prompts or table motion. There was no reported injury.